Manufacturer narrative:
Sample information was not provided. Per customer, the qc was intermittently low. The instrument was also intermittently suppressing potassium (k) results; however, the instrument did not generate any erroneous k results. The customer believes that fluctuations in room temperature (due to a malfunctioning air conditioner) caused the issue. The air condition was repaired and no further issues been noted. The issue is believed to be caused by temperature fluctuations in the lab.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneous carbon dioxide (co2) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The customer stated that anion gap results on some patients prompted them to review individual ion-selective electrode (ise) results. The customer stated that the co2 results on this instrument did not match when the sample was rerun on the other instrument, and the co2 is the cause of the anion gap discrepancy. The erroneous results were not reported out of the laboratory. Hence patient treatment was not impacted by this event. The laboratory did not record how many samples were affected, the magnitude of the difference, or the time of occurrence. The customer could not supply any results or details.